Event description:
Patient allegedly received an implant on (B)(6) 2009 via the right common femoral vein due to prevention of deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging vena cava and organ perforation. Per the inferior vena cava (ivc) filter placement report dated (B)(6) 2009: "successful placement of cook celect infrarenal ivc filter without problems". Per the (B)(6) 2017 CT abdomen: "vasculature: inferior vena cava filter is positioned with the tip just below the level of the confluence of the renal veins with the inferior vena cava. The struts penetrate the wall of the inferior vena cava but do not enter aorta or adjacent bowel. There is no significant angulation of the filter".

Manufacturer narrative:
F10 appropriate term/code not available (3191) selected for perforation.

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2009. The patient alleges to have been injured without further explanation.